Event description:
Caller reported a malfunction on pump with no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Customer mentioned at least three occurrences of the same issue. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.